Manufacturer narrative:
Other devices listed in the report:cat. No.: 6628-2-100, pca mtk fem medium left, lot code: unknown. Cat. No.: 6628-2-100, pca mtk fem medium left, lot code: unknown.catalogue number unknown at this time. Device description reported as unknown pca mtk tib ins med # left. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the revision tka was performed due to the abrasion and loosening of the insert.another component (lcck, zimmer product)was implanated. The breakage and abrasion were very hard. The 5mm and 10mm particle of the insert got stuck between the internal condyle of the femur. The partickle was discarded in the hospital after the revision. The surgeon requests the investigation of abrasion of the insert. Plus, he requests the inspection check of the femoral component,tibial component and insert.

Manufacturer narrative:
An event regarding wear involving a pca insert was reported. The event was confirmed. Device evaluation and results: a material analysis concluded that there was no evidence of manufacturing or material defects. The damage to the returned device prevented the lot code from being identified. A material analysis has been performed. The report concluded: ¿in-vivo service related damages to the articulating surfaces of both the tibial insert and patella included delamination, burnishing and scratching. These are commonly identified damage modes on uhmwpe inserts. The yellow discoloration is attributed to in-vivo absorption of synovial fluid. There was no evidence of manufacturing or material defects on any of the returned components examined.¿ conclusions: the exact cause of the event could not be determined because of a lack of medical records. Further information such as patient history, office notes, operative reports, and x-rays are needed to determine the root cause.

Event description:
It was reported that the revision tka was performed due to the abrasion and loosening of the insert. Another component (lcck, zimmer product)was implanted. The breakage and abrasion were very hard. The 5mm and 10mm particle of the insert got stuck between the internal condyle of the femur. The particle was discarded in the hospital after the revision. The surgeon requests the investigation of abrasion of the insert. Plus, he requests the inspection check of the femoral component,tibial component and insert.